Manufacturer narrative:
Power supply has been ordered for replacement.

Event description:
The international customer reported the device would not turn on. Upon evaluation, the manufacturers field service engineer (fse) confirmed the reported problem if this failure occurs during use and the ventilator shuts down, an audible power fail alarm will activate. The fse ordered power supply for replacement. The customer reported no patient involvement, therefore no patient harm.

Event description:
The service engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Supplemental report